Manufacturer narrative:
On 23-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to deflated. During visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. A tear was also observed within the crease/fold and extending to the anterior view, measuring approximately 4.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation and capsular contracture (grade unknown) postoperatively. Initially, the diagnosis of left-sided deflation was confirmed by a healthcare professional at a consultation in the office. As a result, the patient underwent bilateral removal and replacement with a 475cc mentor smooth round moderate plus profile prosthesis (left catalog #: 3502475, left serial #: (B)(4)) and a 500cc mentor smooth round moderate plus profile prosthesis (right catalog #: 3502500, right serial #: (B)(4)) on (B)(6) 2020. During the revision surgery, the patient's surgeon noted that left-sided capsular contracture (grade unknown) was observed. In addition, it was reported from the healthcare professional facility that the complaint device was damaged during cleaning process after explantation.